Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal could not be loaded, and a spare heart string was used and the procedure was completed without problems. No health hazard to patient.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000250245 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text : device discarded.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--type of investigation--removal of "communication."